Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the midface (cheeks) with 1 ml of juvéderm® ultra plus xc. The patient reported one injection ¿hurting more than others¿ and a ¿slight bump¿ on the skin when it was pressed on. The next day, the patient had ¿post-nasal drip¿ and thought it was related to hay. A few days later, the patient experienced ¿left side facial pain¿ and self-treated with amoxicillin for a few days. The patient began to feel better but the event returned, and the patient took more amoxicillin. After some improvement, the pain returned and the patient ¿passed out.¿ CT scan performed of the sinuses with results noting ¿the needle pierced through a tiny eggshell thick bone¿ and that ¿an entrance¿ was found, showing that ¿the injection filled the nasal cavity causing severe infection.¿ the patient was treated with augmentin 875 mg. Event is ongoing.